Event description:
The report is from the study. The pt was a male with a history of smoking and a family history of coronary artery disease. The indication for the index procedure was unstable angina pectoris. The target vessel was the proximal left anterior descending artery. The vessel diameter was 2.5mm and the lesion length was 6mm. Timi flow was 3, pre and post procedure. The lesion was de novo, smooth, concentric and had moderate calcification. The lesion was not predilated. A crb13250 was deployed at 15 atm. The stent was post-dilated because it was not fully expanded. Post-dilation was conducted with a 2.75x8mm balloon at 12 atm. The pt was followed up at one month and 6 months after the index procedure and he was asymptomatic. Medications were ongoing and uninterrupted. Seven months after the index procedure, the pt had clinically driven re-pci which showed the distal end of the stent had restenosed. Timi flow was 3. There was 90%, proliferative restenosis of the target lesion and there was distal peri-restenosis. The stenosis was treated with a guidant multilink vision 3x12 stent. The pt was followed up five months later and he was asymptomatic.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional info will be submitted within 30 days of receipt.